Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial (B)(4)) displaying error message "tcm ID:01" (pump failed) was confirmed during initial functional test and event log review. The thermogard ivtm system was evaluated at customer site by a zoll service representative and the investigation findings revealed that the root cause of the reported error was due to a damaged I/o pca. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, multiple tcm ID:01 error messages were observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing on the themogard system failed due to error message "tcm ID:01" (pump failed) on the display. To remedy "tcm ID:01" (pump failed), the I/o pca was replaced. After part replacement, the system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During training, customer reported that the thermogard xp ivtm system (serial (B)(4)) displayed error message "tcm ID: 01" (pump failed) upon power-on-self-test. No patient involvement.